Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to use stress, external factors, or handling. The inspection method for the event is described as follows in the instruction manual (operation) "chapter 3 preparation and inspection 3.3 inspection of the endoscope". "[Inspection of entire endoscope] 6. Check that there are no scratches, chips, dirt, or gaps around the lens on the tip of the lens." Olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of the customer, the endoeye flex deflectable videoscope insertion part wobbled. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the adhesive part of the objective was peeled off. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to looseness of insertion pipe, connection between insertion pipe and control unit was not secured. In addition to the finds reported, a dent was in the tip metal part. Watertightness was not maintained due to breakage of the insertion pipe. The bending angle was insufficient due to the elongation of the angle wire. There were curved rubber scratches. The curved rubber adhesive part was missing. Water tightness was not maintained due to holes in the video cable. Scratches were found on the operation part. There were scratches on the angle lever. Scratches were found on the right/left lever. There were stains on switch button 1, 2 and 3 that were difficult to remove. Scratches were found on the video connector. The video connector was cracked. Scratches were found on the light guide connector. Scratches were found on the video connector case. The label on the video connector peeled off. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.